Event description:
It was reported the pt experienced no stimulation sensation. There was no known accident related to the onset of the symptoms. When attempting to increase or decrease the settings a triple beep was heard. It was suspected the ins battery may be near eol. The pt was scheduled to undergo spine surgery on (B) (6) 2010, to attempt to resolve the pt's leg and back pain. One week later the stimulation was reported to be intermittent. The symptoms began following an implant of a pump. The ins had been implanted in the right buttock and the pump had been implanted in the left buttock. The devices were about 4-5 inches apart. After the pump was implanted the pt started experiencing intermittent stimulation. The pt programmer was used to turn the stimulation back on. The pt had last been seen in the clinic on (B) (6) 2009. Battery levels were at 3.06 volts. After (B) (6) 2009, the stimulation turned off completely and it was not possible to turn it back on with the programmer. The pt met with a rep on (B) (6) 2010, who noted the device had gone into a power on reset (por). The device was reprogrammed. Two to four hours later the device reset itself again. The device was reset again but 30 mins later the device again reset to por. Longevity calculation on the device was showing 3.8 - 4.9 years but the stimulation had been off for 8-9 months and the settings used were at lower voltages. All battery measurements taken on (B) (6) 2010 were 3.0 volts with capacity <20% used. Impedance readings were >4000 ohms on some of the bipolar pairs. The majority of the readings were 759-1553 ohms. There were no falls or trauma. Electrodes 4 and 7 had high impedance values previously but were not used in the pt's programming. It was suspected #4 may be an open circuit. Therapy impedances were 782-1017 ohms. The pt was to undergo battery replacement but no date had been set due to the pt's other scheduled surgeries.

Manufacturer narrative:
(B) (4).